Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, occurred during a laparoscopic colorectal resection. The surgeon was not able to squeeze the handle of the stapler, it did not fire. The procedure was converted to open unrelated to the device problem. No known impact or consequence to the patient. Patient status is alive, no injury.